Event description:
The customer reported that the system was beeping, had a communication error and locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.